Manufacturer narrative:
Section a4: patient weight not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file revealed power cable disconnect, low voltage hazard, and no external power alarms due to a temporary loss of ac power while connected to the mpu on 09jul2024. The alarms were resolved when external power was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. This was consistent the report that the patient was transferred to the intensive care unit (ICU) with their mpu unplugged. No other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The mobile power unit (mpu), serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (revision a), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (revision a) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (revision a) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's lactose dehydrogenase (ldh) was greater than 800. The log files did no capture any unusual events. On (B)(6) 2024, the left ventricular assist device (lvad) was 5700 rpm, flow was 5.4, pi was 3.4, and watts were 4.5. The patient was no suspected to be in right ventricular failure. The additional log file contained clusters of pi events as well as routine power source changes.

Event description:
It was reported that the patient's log files were submitted for review with concerns of hemolysis. The patient's lactose dehydrogenase (ldh) was less than 800. On (B)(6) 2024 the patient was transferred to the intensive care unit (ICU) for acute decompensation due to liver failure and subsequent multiple system organ failure. Additionally, it was noted that the patient was on their mobile power unit (mpu) while they were transferred to the ICU and the mpu was not pugged in during that time. They experienced a low voltage alarm and a no external power alarm at 3:37. The patient's ldh was greater than 1500, lactic was greater than 14, aspartate aminotransferase was greater than 1400, and alanine aminotransferase was 422. Their central venous pressure (cvp) was 6, pulmonary artery (pa) was 23/15, cardiac output and cardiac input was 6.5/3.3, systemic vascular resistance (svr) was 812. The patient responded well to albumin, normal saline (ns), bicarb, and continuous renal replacement therapy (crrt) for clearance. The patient was not intubated and they were off bilevel positive airway pressure (bipap). Technical services reviewed log files and found a no external power while connected to the mobile power unit (mpu) and low voltage hazard events from slow discharge of the mpu capacitors when the device lost power. The appropriately switched to the emergency backup battery (ebb) during the no external power event. The alarms resolved once power was restored.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.